Event description:
It was reported that the lead fractured and noise was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 6.9 - 7.0 cm from the connector pin which was consistent with friction to can abrasion.